Manufacturer narrative:
Event date was estimated.

Event description:
It was reported that the patient had a driveline infection of enterococcus faecalis (e. Faecalis) treated in (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection of enterococcus faecalis. It was reported that the patient was admitted on (B)(6) 2020 for concern of driveline infection. A computed tomography (CT) scan of the chest, abdomen, and pelvis were ordered and infectious disease (ID) was consulted. The patient was started on intravenous (IV) antibiotics. A peripherally inserted central catheter (PICC) line was placed for home IV antibiotics for 4 weeks per ID. Home health was set up per social worker and the patient was deemed stable for discharge on (B)(6) 2020.